Event description:
A (B)(6) female was implanted with an acticon device on (B)(6) 2002. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss. No further info has been provided.

Manufacturer narrative:
Additional catalog #s: 72402104, 72402287. (B)(4). Balloon was functional. Cuff had a wear leak. Pump was functional. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.